Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, patient current and energy level testing, and bench handling without duplicating the report. An internal inspection resulted in no findings. Multifunction cable connections were inspected with no observed issues. The analog board was recommended to be replaced as a precaution. After a complete evaluation, we determined the device is working as intended. The device was recertified and returned to the customer. Review of the device activity logs did not show any issues related to the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.